Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On an unreported date, the patient was hospitalized, however, the indication was reportedly unknown. The outcome of the peritonitis event was unknown. No information was provided regarding whether dianeal and extraneal therapies were ongoing. No additional information is available